Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg had flipped and the pocket site was painful and tender to touch. It was noted that on fluoroscopy, the ipg appeared to be inverted and had caused irritation. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was no longer taking a charge and was having inadequate stimulation. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg had flipped and the pocket site was painful and tender to touch. It was noted that on fluoroscopy, the ipg appeared to be inverted and had caused irritation. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had flipped and the pocket site was painful and tender to touch. It was noted that on fluoroscopy, the ipg appeared to be inverted and had caused irritation. The patient will undergo a revision procedure wherein the ipg will be replaced.